Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. He had (B)(6). The pt's anatomical form was suitable for the endovascular repair, and the procedure was conducted as labeled. When deployment of the suprarenal stent was attempted, top stent trigger-wire could not be removed. Then, the trigger-wire was pulled so hard that the stent deployed with no problem. The procedure was completed successfully with no endoleak. The pt had a favourable outcome.

Manufacturer narrative:
(B)(4) no pt injury reported. (B)(4) trigger wire difficulty is addressed in the IFU. The device was received in a used condition. The development of the zenith device followed quality sys procedures and successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with an IFU describing the indications for use, contraindications, warnings and precautions, as well as the correct deployment procedure. A physician reference manual is available to all using physicians, which lists trouble techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity occurring from this failure mode. The proximal trigger wire contains an etch mark that is specified to be at a certain location relative to the top cap. Location of this etch mark is verified on each device. (B)(4). An alternate deployment sequence has been approved and distributed to using physicians regarding difficulty in removing the proximal trigger wire. This deployment sequences will enable the physician to reposition the top cap with respect to the suprarenal stent and subsequently releasing tension from the trigger wire allowing it to be removed. This was done and was effective on (B)(4) 2009. The returned device was examined by internal personnel. A double bend in the suprarenal stent trigger wire was noted during the course of the investigation. A definitive root cause cannot be determined or reported at this time. We will continue to monitor for similar incidents. No add'l actions required at this time. The risk remains at an acceptable level per quality engineering risk assessment.